Event description:
It was reported that during the unpacking of this flexima drainage device a piece of the white box and glue remained stuck to the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during the unpacking of this flexima drainage device a piece of the white box and glue remained stuck to the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed white traces of the packaging card material adhered to the catheter. The catheter was received loaded on the cannula. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.the most probable root cause is design. (B)(4).

Manufacturer narrative:
(B)(4).